Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Evaluation summary: customer report of regurgitation was visually confirmed due to leaflet tear. X-ray demonstrated moderate calcification on all three leaflets and wireform intact. Leaflet 2 had a 8mm tear near commissure 3. Calcification was evident near the tear. Serrated marking were also observed on leaflet 2 near commissure 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect, and 3mm on leaflets 1 and 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 1.5mm near commissure 1 on outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. A hematoma was observed on the outflow aspect of leaflet 2 near commissure 3. Sutures remained attached on each commissure and on the sewing ring near leaflet 2. The sewing ring was cut around the valve and exposed the wireform on the side of the valve near commissure 3. This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event has been confirmed to be due to svd and nsvd, as the product evaluation demonstrated leaflet tearing and host tissue overgrowth. These findings were most likely impacted by the progression of the patient¿s underlying valvular disease pathology. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 27mm bioprosthetic aortic valve, implanted eleven (11) years and three (3.53) months, was explanted due to aortic regurgitation secondary to degeneration of leaflets. The device was replaced with another edwards 25 mm bioprosthetic aortic valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ at ICU. No additional details were provided.